Event description:
It was reported that both of the patient's leads migrated after a fall. Diagnostic system testing indicated high and low impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both leads were explanted and replaced.

Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.